Manufacturer narrative:
The customer indicated that the device was discarded. Investigation is not complete. Sections d1 and d2: the list number and lot number of the device that was in use is unknown. The customer contact did not provide any information about the device list number; therefore, the brand name and common device name are unknown. However, the customer contact identified the device as an unspecified primary plumset. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the seal on the IV port was loose. The primary plumset was connected to the patient's broviac catheter and was being used to deliver an unspecified medication, at an unspecified rate. After an unspecified length of time, it was reported that the nurse was called to the patient's room due to a report of the IV dripping. It was reported that the nurse found an the tubing set. The customer contact reported that the seal on the medication administration port on the tubing set was loose allowing solution to leak and blood to back up. No specific details were provided. It was reported that the patient was playing at the time of the event. The customer contact reported that the patient's parent indicated that the tubing set had not been pulled or tugged. There were no reported adverse patient effects and no reported delay in therapy critical to the patient. No medical interventions were reported. No additional information was provided.